Manufacturer narrative:
Upon device return, analysis revealed that the pump had no significant anomalies; specifically, o-ring wear, was identified. Evaluation conclusion code no longer applies.

Event description:
Additional information was received from the company representative indicating that, at the time of the event, the pump was infusing baclofen 3000 mcg/ml at a dose of 356.9 mcg/day, and a patient activated (pa) dose max of 565.1 mcg/day. The pump was returned, thus the pump was explanted; however, the explant date was not known. Tertiary logs indicated that the pump programming was last changed on (B)(6) 2016 and was examined on (B)(6) 2015. The same logs noted that the elective replacement indicator (eri) would occur in 48 months. Logs noted that between (B)(6) 2015, 15 motor stalls and recoveries occurred. During this period, the pump was infusing baclofen 500 mcg/ml at a dose of 502.1 mcg/day, and a patient activated (pa) dose max of 707.1 mcg/day.

Manufacturer narrative:
Device codes no longer apply to this event. (B)(4).

Event description:
Additional information received via the manufacturer representative (rep) reported the pump had been intentionally stopped and restarted a day later. The pump remained implanted and infusing. Several more motor stalls were reported to have occurred. One on (B)(6) 2015 and two on (B)(6) 2015. Explant was advised to the hcp. The hcp decided to "leave it in for now" since the patient was also a psychiatric patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received via a company representative and the pump was implanted for spasticity. The patient was receiving compounded baclofen. On (B)(6) 2015, it was additionally reported via a company representative the patient experienced a lack of therapy. On (B)(6) 2015, information was received that indicated the pump was still implanted.

Event description:
It was reported the patient's pump had multiple short motor stalls. Logs indicated the first motor stall occurred on (B)(6) 2015 at 15:14 (secondary log indicated 15:16) with a motor stall recovery occurring on (B)(6) 2015 at 15:31 (secondary logs indicated 15:33). On (B)(6) 2015 at 11:18 (secondary logs indicated 11:20) a motor stall occurred. A pump stopped due to stop command occurred on (B)(6) 2015 at 16:00 and a "pump shut off for; 21:00 h:m" message was noted on (B)(6) 2015 at 13:00 with logs from (B)(6) 2015 at 11:41 indicating a restart command occurred on (B)(6) 2015 at 13:49. There were 8 more additional motor stalls and 7 motor stall recoveries that occurred on (B)(6) 2015 through (B)(6) 2015. The patient was noted to be using a "vagal nerve stimulator" that was operated by a magnet which caused motor stalls previously. It was "previously determined" that the magnet was strong enough to stall a pump and the patient was also wearing it close to the pump. It was reported a "long" motor stall occurred on (B)(6) 2015 that lasted about 12 hours, but this stall did not appear in the logs as reported. The pump then worked properly for 24 hours before additional stalls occurred. It was stated, the "pump will be explanted" and no date was provided. Per pump logs, the pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4).